Manufacturer narrative:
The samples were collected in green top plasma tubes without gel separator. Centrifugation information was not supplied. Per the customer supplied qc chart, the level 1 accutni qc was within the established ranges prior to and after the event, but was elevated at +2sd on the day of the event. After the customer replaced the accutni reagent pack, qc was repeated and produced results lower and closer to the established mean. Additional qc data has not been supplied to date. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011, and the results passed within the instrument specifications. Service was dispatched on (B)(4) 2011 for this event, and the field service engineer (fse) performed a preventive maintenance on the instrument. A definitive root cause has not been determined.

Event description:
A customer reported to beckman coulter, inc. (Bec) that higher than expected troponin (accutni) results, within the risk stratification range, were generated by access 2 immunoassay system for eight (8) patients. This report is on the event concerning the four (4) patients whose erroneous results were not reported out of the laboratory. Erroneous results for the other four (4) the patients were reported out of the laboratory, and the events are reported in separate reports, 2122870-2011-04628 to 2122870-2011-04631. Repeat testing after re-centrifugation of the samples produced similarly elevated results within the risk stratification range. Subsequent testing with a new reagent pack, and on an alternate instrument produced results within the normal reference range. The results from the alternate instrument were reported out of the laboratory. Additional tests by alternate methodology also produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event as the erroneous results were not reported out of the laboratory for these four patients.